Manufacturer narrative:
Additional information was received which indicated that the previously reported 8-10 strokes occurred after the valve implant procedure rather than during the procedure. As a result of this event, the patient remained in the hospital for almost a month. Approximately one and half months after the valve implant, the patient could no longer walk or drive on their own since this event. No additional adverse patient effects were reported. Updated data: a1, a2, a4, d4, e1, h4, h6: additional patient code c50458 corrected data: e4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Mw5088971 reported to the FDA on august 6th, 2019.

Event description:
Medtronic received information from the patient¿s family that following the implant of this transcatheter bioprosthetic valve an immediate right-sided weakness was observed with the patient. The patient¿s family was initially told the patient experienced hospital delirium. Two days later a magnetic resonance imaging (MRI) was performed. The family was told at that time the patient experienced eight to ten ¿clot¿ strokes during the valve procedure. Plavix was given, however, as reported the health care professional treated ¿as a brain bleed¿ and did not provided anti-coagulants ¿which is what should have happened for the multiple strokes¿. The patient experienced another stroke sixteen days later. It was at that time that anti-coagulants, coumadin and lovenox, were provided. An international normalized ratio (inr) was first measured after the reported stroke that occurred sixteen days later however, the value was not reported. No additional adverse patient effects were reported.